Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated that the insulin pump buttons would not work and had a blank display when battery has been removed and reinstalled. The customer was assisted with troubleshooting and the display did not return even after a new battery has been installed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Pump had unresponsive buttons at escape and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.